Manufacturer narrative:
The pod was received fully deployed. No damages or deficiencies were observed to the fluid path or needle mechanism that could have contributed to the reported unsure properly inserted cannula. The cause of the reported unsure properly inserted cannula could not be determined.

Event description:
It was reported the patient's blood glucose level read high (>27.8 mmol/l, >500 mg/dl). The patient reported being unsure if the cannula was properly seated in the infusion site upon pod activation. No specific treatment information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.